Manufacturer narrative:
The micor extractor was discarded by the customer at the time of the event and is not available for evaluation. No device identifiers are available. The patient's preexisting condition (dense cataract and weak zonules) likely contributed to the event. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).

Event description:
A patient with a dense white cataract (grade 3+ or 4), weak zonules, and a deep eye underwent cataract surgery in the right eye on (B)(6) 2025. The surgeon reported experiencing difficulty during lens segmentation and chopping due to the cataract density. The micor lens fragmentation system was then used to remove the cataractous lens fragments. A manual instrument was used to manipulate one of the segments into the anterior chamber and cataract extraction continued fairly efficiently considering the density. When working on the last lens segment, the surgeon made the decision to convert to phacoemulsification. Viscoelastic was injected and 2 capsular hooks were used for the remainder of the procedure and a capsular tension ring was inserted to stabilize the capsule. At some point during lens extraction there was a small capsular tear, but there was no vitreous fluid loss and no vitrectomy was needed. The original intraocular lens plan was to implant a toric iol in the capsular bag; however, a 3-piece intraocular lens was implanted in the sulcus (which was described as fixated strongly and centered perfectly). In order to address the change in iol model, limbal relaxing incisions were made to address the patient's preexisting astigmatism.